Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging the ipg over a year ago and is no longer receiving therapy. The patient is requesting a system explant. Concomitant devices are unknown.